Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(6). PMA/510(k) #: this report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. (B)(4). Device evaluation: the product testing could not be performed as the product was not returned for evaluation (the lens was discarded by the customer). The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records and related documents for the production order of the device were reviewed and no discrepancy was found during the mrr (manufacturing record review). The units were manufactured and released according to specifications. A search in complaint system revealed that no other complaint folder has been created for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. This event was initially assessed as voluntary malfunction summary reporting (vmsr) report for the reported lens damage; however, upon receiving additional information this event is now being filed as a 30-day initial MDR adverse event. In addition to this 30-day report, the reported lens damage issue is being filed in a separate vmsr report in july 2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after a usual intraocular lens (iol) implant on (B)(6) 2020, the crystalline capsule unexpectedly dropped into the vitreous chamber, on the retina. During the post-operative visit the patient complained that he had no visual acuity and upon examination, it was found that the lens had fallen on the retina (near the macula). The surgeon had planned to perform an intrascleral fixation of iol using a non johnson & johnson lens. The surgeon indicated that the operation was completed under the normal condition and initially claimed that the lens damage, burrs on the surface of the iol was the cause of the tissue damage which resulted in capsule damage, capsule fall on the retina. The doctor did not think that the lens dislocation was due to patient¿s anatomy or pre-existing issues. In a later follow-up, the doctor stated that there is a possibility that the lens capsule had tears when the iol was inserted from 12 o'clock in the upper incision and extended to 3 o'clock. It was confirmed that there was no patient discomfort during or immediately after the operation other that the ¿no visual acuity¿. Additional information indicated that the lens was explanted in a secondary surgical procedure on (B)(6) 2020. The lens was discarded at the hospital. The patient¿s outcome and progress was reported to be good. No further information was provided.